Event description:
It was reported that the patient developed an infection. The leads were removed and replaced with a temporary pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the full lead was returned to the manufacturer in segments, analyzed and tested out of specification. The outer insulation had breached environmental stress cracking (esc). The proximal conductor was distorted. The outer insulation was melted, and had cosmetic depression, a white substance, cosmetic esc, and cosmetic metal ion oxidation (mio). The inner insulation had cosmetic mio. The lead was stretched. All conductors, including the distal conductor, had blood/body fluid (not obstructed). (B)(4) - the full lead was returned to the manufacturer in segments, analyzed and tested out of specification. Inner insulation had breached mio. All conductors had blood/body fluid (not obstructed). All insulators had cosmetic mio. The outer insulation had cosmetic esb, a breached cut, and cosmetic depression. The helix/lobe was distorted/bent and had blood in/on the helix/lobe mechanism.